Event description:
Reporter indicated that while trying to perform a gfu upgrade, communication errors were continually encountered. Troubleshooting was performed which did not resolve the communication errors. After which, a generator reset was performed, which also did not resolve the communication errors. Finally, another generator reset was performed, following which, the gfu upgrade process was successful. Following the gfu upgrade process the pt's generator registered 0.0 years till eos. At 1.5 hours passed and the device was interrogated again, resulting in 8.2 years till eos, though the interrogation before the gfu upgrade had shown 6.9 years till eos. From examination of the software flashcard data, it was determined that the demipulse generator ram seems to have been corrupted following the gfu. Further examination of this data has revealed that this corruption results in permanent miscalculation of the time remaining until end of service (until the device is within 6 months remaining until eos, at which time the calculation will be accurate), temporary inaccurate magnet activation history display, phantom magnet activations, and a change in the total operating time stored in the generator. The corruption does not appear to alter the therapy that is delivered to the pt. The MFR continues to investigate this event, as the exact cause of the corruption of the generator ram remains unk.

Manufacturer narrative:
Analysis of flashcard data. Analysis of flashcard data revealed a corruption of the generator ram.